Event description:
During review of the in-house programming/diagnostic history database, it was observed that a partial programming event occurred on (B)(6) 2008 during which the device's output current was reprogrammed from 0.5ma to 0.0ma. Subsequent interrogations and a programming change are seen in the programming history and the output current was not changed from 0.0ma indicating that the provider may have intended to change the output to 0.0ma on (B)(6) 2008. The magnet output current was reprogrammed to 0.0ma on (B)(6) 2009 for an unknown reason. Attempts to identify the operation of the handheld programmer on (B)(6) 2008 have been unsuccessful. The operator of the handheld programmer on (B)(6) 2009 is no longer at the facility. The patient's current providers did not have information regarding the partial programming event or the magnet disablement.